Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records yields that all appropriate manufacturing and inspection steps took place. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No root cause for complaint description can be determined by DHR review. All aspects of the alignment were evaluated and found to be within visionaire standards. No root cause could be determined for additional tibia slope and femur flexion or for femur sizing discrepancy the devices are single use instruments; possible causes could include but not limited to design error, feature changes/ errors, or functional failures. Based on this investigation, the need for corrective action is indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that tibia block had huge amount of slope, and fit fairly well next to the bone. The femur fit perfectly but when cut, it was sloped posteriorly or ¿flexed.¿ this was very difficult to fix. Even with that, the plan called for a size 7 which was huge, and even after the cuts were made, a 6 femur fit perfectly.